Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the site was unable to load ir exams over electronic picture archiving and communication systems (pacs). It was noted an error message would appear stating to check connectivity to pacs. It was noted that other cts and mrs could load through pacs. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Following review of the exam from the procedure. The software analysis concluded that the behavior was the intended functionality of the application software. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: a medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed and the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
The cd from the reported issue was sent to medtronic for evaluation. It was reported that the disc showed the sop class uid of the unit indicated a secondary capture.